Manufacturer narrative:
Correction/removal reporting numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#: 1627487-2013-11493. It was reported the pt experiences heating while recharging the ipg. A replacement charger was sent to the pt to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heated while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.